Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b1: adverse event/product problem, b5: describe event or problem, f10: patient codes. This supplemental correction report was created to capture the additional information received which indicates that there was no surgical intervention performed. This observation no longer meets the definition of serious injury as it was confirmed that the device was still implanted. Amending MDR decision to MDR: no report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) noted chest bulged out for one inch on the device area. Additional information received indicated that this ICD still remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) noted chest bulged out for one inch on the device area. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has bulged out one inch on the patient's chest and device was surgically removed with a new device replacement. No additional adverse patient effects were reported.